Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating they forgot to put the programming back to where it was, the rep came and put the programming back on and the patient was good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. There was allegedly something wrong with the device. The patient was allegedly "paralyzed" since the ins replacement surgery and was unable to walk/move or talk. The patient was like a different person, and the difference in their presentation was described as "night and day". The symptoms had been gradually getting worse over the last few days. The issue was initially thought to be related to anesthesia, so they waited a few days for it to wear off. The health care provider (hcp) redirected the consumer to the manufacturer as they then thought it was due to programming. The consumer was told the patient's programming would be the same after the replacement procedure. The patient was unable to perform activities of daily living, they had altered mental status, tremors which they didn't have before, and also had "a lot of symptoms." On the same day as the initial report, it was stated the patient had gotten better, and now they were "like they were months ago." The caller believed the settings needed to be adjusted. No further complications were reported.